Event description:
It was reported that the right ventricular lead had normal impedance with the patient supine but high with the patient sitting up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar impedance equal to 418 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed. High resistance/impedance was noted with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012. The weekly pace impedance trend data shows an abrupt increase for minimum and maximum ventricular pace bipolar impedance equal to 418 to 4047 ohms peak between (B)(6) 2012. The full lead was returned and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay and the outer tubing overlay was breached cut. There was blood in/on the helix/lobe mechanism and mechanism (sleeve head). Visual analysis noted apparent explant damage.

Event description:
It was reported that the right ventricular lead had normal impedance with the patient supine, but high impedance with the patient sitting up. The lead was explanted and replaced. No patient complications have been reported as a result of this event.